Event description:
Pt was revised. The cup had severe osteolysis behind it, and below it into the ischium. The non-stop hole eliminator had migrated through the back of the shell and was below the cup in the ischium. The very white liner had moderate wear. The liner was removed and it was discovered that the locking ring was broken in multiple pieces.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 14 yrs ago. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the prod and lot codes were unavailable. The investigation could not verify or identify any evidence of prod contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.